Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 600 (mg/dl). A bolus was delivered to address bg levels. The customer initially thought they had delivered a food bolus for their breakfast but did not see the bolus in the pump history. During troubleshooting with tandem technical support, the bolus was not observed in the pump history. The customer acknowledged that they had probably not delivered the bolus for breakfast and believes that this caused their elevated bg level.